Manufacturer narrative:
(B)(4). Unit passed displacement test, selftest, and active current measurement. Unit received with unexpected battery power loss and had high sleep current, problem isolated to pcb 2. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had battery failed alarm. Customer¿s blood glucose level was 8.7 mmol/l. Customer stated that the contacts were not missing, damaged, or corroded. Customer stated that the compartment was damaged and corroded. The device will be returned for analysis.